Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto 3 system and a ¿map shift¿ issue occurred. On 9/12/2018, the manufacture date of the unit was provided by the manufacturer, as such, device manufacture date has been populated. Product evaluation details: the investigational analysis has been completed. A bwi representative reported the physician re-mapped and created a new geometry without initializing. No additional map shifts were encountered, and the case was completed with no more issues. Map shift could not be replicated. The carto 3 system is functioning correctly and ready for use. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto 3 system and a ¿map shift¿ issue occurred. There were no patient consequences. During the procedure, a map shift occurred. Physician indicated that the catheter location via the carto 3 system was not consistent with the catheter position via fluoroscopy. There were no error messages. There was no patient movement. Green check mark was observed throughout the case. Metal values were not checked. Case was not re-initialized. Patches remained in the same location. Physician re-mapped and created a new geometry. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Should more information become available, the complaint will be reassessed and notes will be updated. The event of map shift is an MDR reportable malfunction.